Event description:
It was reported that the patient was experiencing discomfort at the ipg site and loss of stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7076574/7078517/7077295/7077250.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and loss of stimulation. The patient underwent an explant procedure. Additional information was received that the explanted device components were discarded by the medical facility.